Event description:
It was reported that the patient had cancer behind the right eye, in the temple area. The patient experienced lethargy due to the radiation treatments, but was not sure when the symptoms actually started. In addition, the patient experienced balance issues, freezing, and falling starting in (B)(6). It was noted that the ins had been on during radiation treatment. The patient had been undergoing radiation treatment for four weeks. The patient was unable to adjust stimulation. All status lights were on despite trying three different batteries and confirming that the programmer buttons were not stuck. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3389s-40, lot# v798530, implanted: (B)(6) 2012, explanted: na. Extension, model 7482a40, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Programmer, model 7438, serial# (B)(4).